Event description:
It was reported that during a us guided biopsy into normal density breast tissue, the probe failed to fire upon button depression. A coaxial was used and the probe was exchanged to complete the procedure. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. The first device was returned with the cannula partially retracted, exposing a portion of the sample notch. No damage was noted on the cannula and the sample notch. Loose particles could be heard within the device. There were no visual anomalies noted on the sample. The sample was functionally tested by attempting to twist the rotational know once to prime the device. However, the device could not be primed. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The cannula hub including the tangs as well was the stylet tangs were found to be broken. The investigation is confirmed for a break as the cannula hubs and stylet tangs were found to be broken on both samples. However, investigation is inconclusive for failure to fire, as the devices could not be fully primed during functional testing. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing sampling and retrieval of samples from the device.